Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: it was reported by customer that the tubing breaking off from the connection port. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm was experienced as I know of.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.